Event description:
It was reported by the hospital that the patient underwent primary surgery on (B)(6) 2008. Revision procedure was performed on (B)(6) 2014 due to fracture of the ceramic head. No further information has been received.

Manufacturer narrative:
The fractured biolox delta femoral head was implanted with a trilogy shell, which is a device manufactured by zimmer, therefore the bearing combination is 'mixed and matched'. The 2008 version of the instructions for use for the biolox delta head states: ¿do not use prosthetic implants from other hip systems with biomet hip components due to the probability of incompatible sizing and bearing surfaces which would lead to premature wear, malalignment and failure.¿ there may be variations in the tolerances of the design of the articulating surfaces of the femoral head and trilogy liner which may have disrupted the conformity of the system, inducing increased friction and stress concentrations when under physiological loading. It is possible that such stresses contributed to the fracture of the femoral head. The associated radiographs seem to suggest that the sizing and positioning of the biomet components were satisfactory for the patient's anatomy. However, it should be noted that biomet, as the manufacturer of orthopaedic devices, does not practice medicine and therefore cannot provide medical advice related to radiographs. Without further information, no other conclusions can be made.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial contact name - unknown. Product evaluation has been started, but not complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.